Event description:
End-user reported that she used the device for 2 days to cover a biopsy site and the bandage took off a couple layers of skin upon removal.

Manufacturer narrative:
End-user sent three (3) photos of the area indicating they were taken 15 days after the incident. The photos showed the biopsy site and two white area approximately two inches from the biopsy site in two directions. It could not be confirmed from the white areas circled what the extent of the injury was. There was no redness or scab formation evident in the photos. End-user stated she was going to the doctor, but to date, this has not been confirmed. Manufacturer made a second attempt to request this information from end-user on (B)(4) 2012. This report is being filed resulting from an FDA inspection at the manufacturer on (B)(4) 2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions. Even though end-user pictures do not show any signs of serious injury, she has not provided any information stating whether or not she received any medical treatment for this adverse event.